Event description:
A customer contacted beckman coulter inc. (Bci) in regards to smoke started from the power supply of coulter lh780 hematology analyzer when the analyzer was boot up. The customer did not observe any flames, arcing, or shock. There was no death or injury associated with this event. There was no effect to the patient or to the user.

Manufacturer narrative:
A bci field service engineer (fse) determined that the electronic component of the power supply burned. The part was replaced from stock and the system is operational. The damaged part was not returned for investigation. No definitive root cause for this event has been determined to date.